Manufacturer narrative:
Additional information: insulation defect was observed during lead revision.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv noise episodes and decreased rv sensing was noted. The lead was capped and replaced. The patient&#38112;condition is ok after the event.